Event description:
Patient was in ide study. Had post-op pain after 6 mo. He reports that the films now show l5 endplate has migrated and subsided and patient requires removal of artificial disc and fusion. Contact reported that in 2004 he had a procedure to widen the nerve passage by removing bone, but that he still had pain. Three months later the patient surgeon implanted a spinal cord stimulator. However pain continues. As surgical intervention could result an MDR is being filed to document this event.